Manufacturer narrative:
As received, visual inspection of the device was performed which indicated that there is some tissue build up. The ptfe pad (teflon pad) was inspected and found to be severely worn, melted and lifted up from the jaw exposing metal but no missing fragments. The teflon pad was still attached to the jaw. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The exact cause of the reported phenomenon cannot be conclusively determined. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic oophorectomy procedure, the teflon pad from the grasping section of the device separated while the physician was cutting tissue. It was reported that no device fragment fell into the patient. There was no bleeding reported. No x-ray was performed. There was a 1-2 minute delay while the device was replaced. The intended procedure was completed with a similar device. There was no patient injury reported.